Event description:
It was reported to philips that the battery in the wireless foot pedal drained, and the wired pedal was used instead on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided the customer with the battery part number; no repair was performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).